Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported an infection was present at the ipg site. Patient was prescribed oral antibiotics, and a culture was taken with results currently pending. Patient is to follow-up with physician as the next course of action.

Event description:
It was reported that the patient had a system explant on (B)(6) 2018 due to the infection at the ipg site. The patient was given IV antibiotics. The infection has resolved.